Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon prefired the instrument once on a sterile towel. On the second firing, the instrument got stuck. The surgeon was able to remove it. The al326 was part of an fnc61 kit. The case was completed with another device. There was no pt consequence.